Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was not returned to bd for evaluation. However, medical records were provided for review; the investigation is confirmed for tilt, migration, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration, tilt, and retrieval difficulties. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 49 year old female patient was 134 kg.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was not returned to bd for evaluation. However, medical records were provided for review; the investigation is confirmed for tilt, migration, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration, tilt, and retrieval difficulties. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was 134 kg.